Manufacturer narrative:
It was reported that a pt had a xenmatrix graft implanted in (B)(6) 2010. The pt allegedly developed nausea, diarrhea and pain at surgical site, and in (B)(6) 2011 underwent surgery to explant the graft. Currently, it is unk whether the device may have caused or contributed to the alleged event. No specific device failure has been indicated, no medical records have been received and no lot number has been provided. Additionally, no sample has been returned for eval. We have contacted the initial reporter for additional info, including a request to have the explanted graft returned for eval. Without additional info regarding the pt's course of treatment, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2010 -- the pt underwent abdominal surgery with xenmatrix implanted. Post-operatively pt reported complaints of nausea, diarrhea and pain at surgical site. (B)(6) 2011 -- the pt underwent surgery to explant the xenmatrix.